Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated the architect c4000 lid will not stay open. The lid slowly descends after lifting it up. No patient involved. No injury to the operator reported.

Manufacturer narrative:
The field service engineer (fse) adjusted the tension of the cover hinges to allow the cover to stay raised without falling. There have been no subsequent contacts from the customer regarding the top cover closing on its own after the counterbalance adjustment of the top cover was performed. A review of the preventive maintenance (pm) service history identified no pm tickets over the past 13 months. The architect system operations manual provides information regarding the proper and safe operation of the architect c4000 system. A search for similar complaints identified no adverse trends associated with the c4000 front cover or the issue of the cover failing to stay raised as described in this complaint. A review for the architect c4000 system revealed no adverse trends associated with part or the issue described in this complaint. The fse performed a standard procedure to adjust the counterbalance of the top cover to resolve the issue. No systemic issue or deficiency was identified.